Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing came out of the clear cap (tubing connector). No further information available.